Event description:
The lay user/patient contacted lifescan (lfs) in 2005 regarding a news report she saw regarding lfs meters. The medical affairs specialist was unable to reach the patient in 05. A letter was also sent. The patient had stated that the news report indicated that lfs meters were reading "inaccurately." The customer service agent attempted to explain to the customer what the actual issue was, but she was not taking enough insulin. The patient was very upset and stated that she was not going to use lfs products anymore. At the time of troubleshooting, the patient disconnected the phone and troubleshooting could not be completed. However, she had mentioned that she was not really stating that the subject meter was reading inaccurately but that her previous meters could have been. There was no other information provided. This complaint is reported because the patient alleged that her meters may have been inaccurate, causing her renal failure. However, it would be helpful to know more information regarding the meters, what blood glugose results on the subject meter, symptoms experienced, and medications regimen.